Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported 3 days prior at 11:00 an I-stat cardiac troponin I cartridge yielded a result of 0.99 ng/ml. The following day at 08:25, same pt, an I-stat cardiac troponin I cartridge yielded a result of 0.02 ng/ml, repeat was 0.01 ng/ml. The customer pulled the sample from the previous day, spun sample down, tested using an I-stat cardiac troponin I cartridge, yielded a result of 0.01 ng/ml. A sample from the same date, different tube - same draw, sent to the laboratory yielded a result of 0.01 ng/ml.